Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation, a faradrive steerable sheath clear was selected for use. The physician inserted the sheath into the patient, but was unable to aspirate the sheath. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation, a faradrive steerable sheath clear was selected for use. The physician inserted the sheath into the patient, but was unable to aspirate the sheath. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The device was returned for laboratory analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the faradrive sheath was visually inspected. Visual inspection of the device noted no abnormalities. During leak testing, a rise of pressure was noted with the insertion of the testing pin gages. The insertion of 0.140 inch and 0.165 inch pin gages noticed a rise in pressure of 15 psi and higher as the pin gages were reframed from normal insertion to avoid a high-pressurization and potential damage to the device. No leaking was observed during positive pressure testing with the two pin gages, but due to the pressure noted, the results were determined inconclusive. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. However, due to the passing evaluation during leak and aspiration testing, the torn outer valve did not affect the performance of the sheath. The reported event was not confirmed via analysis.